Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe. List # 8h49-02 in the previously submitted -01 medwatch submission, the customer complaint was unassigned from remedial correction 2919069-8/6/07-004-c in error . Upon further review, the customer complaint is associated with remedial correction 2919069-8/6/07-004-c, as an unknown lot of suspect device was in use at the customer facility. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(4) 2009.

Event description:
The customer contacted abbott regarding syringe "fail to home" error messages generated on the cell-dyn sapphire hematology analyzer. The customer removed the syringe, performed troubleshooting and cleaning procedures and put it back on the analyzer. A short time later, the analyzer generated more "syringe fail to home" errors and the customer replaced the syringe but the problem persisted. The customer replaced the problem syringe with a different syringe and the issue was resolved. The customer reported, there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.